Event description:
The PICC line broke and a piece migrated to the patient's artery. They were unable to remove piece. Hospice deemed it unsafe. The patient has since expired, but not as a result of the line.